Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the (B)(6) 2024, the cgm reading was 240 mg/dl and the bg reading was 129 mg/dl. On the (B)(6) 2024 the cgm was reading low (no value reported) but there was no bg taken. It was reported that the patient over took insulin in 2 days from (B)(6) 2024 and (B)(6) 2024 even though she was getting low cgm readings on her pump. At some point the patient lost consciousness and was found laying on the floor on the (B)(6) 2024. The patient experienced hypoglycemia but no additional symptoms were reported. The patient´s child called an ambulance and when the paramedics took a bg reading it was 49 mg/dl and there were no cgm readings reported. No treatment was given to patient while she was in the ambulance. At the hospital they took a bg reading but no value was documented. The doctor at the hospital removed the sensor and the transmitter and performed an MRI (magnetic resonance imaging). There was no medication information provided at the hospital. The patient was hospitalized from (B)(6) 2024 until (B)(6) 2024 as the patient was hyperglycemic. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid for 10/26/2024. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the day the patient was found unconscious. No additional patient or event information is available.